Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product was returned for evaluation. Data logs were reviewed and lt log of full case showing upward trend in pump flow with downward trend in placement signal (ps). Motor current and motor speed remained stable throughout case. Placement signal not reliable (psnr) alarm is triggered multiple times after ps goes out of range. Rt log at time of first psnr alarm shows stable optical sensor, motor current and motor speed. Ps is observed to be trending down slightly then going out of range to 3000. Pump flow drops to 0 right after psnr alarm is triggered. Clinical details noted that when the psnr alarm was observed, flow calculations were disabled. Patient was still being supported by pump as motor current and motor speed were stable during and after noted alarms. Patient remained on support for an additional six days before weaning and explant. Based on investigation, the failure mode of "optical signal issue" was changed to "placement signal issue" based on data log review indicating the dp sensor is the likely cause of the issue. The root cause of the placement signal issue is most likely due to sensor drift of the dp sensor based on returned data log analysis. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that a placement signal not reliable alarm appeared during impella rp flex support. The flow calculation appeared to be disabled at the time of the alarm. The staff were advised on the alarm, and support continued uninterrupted with the implanted pump. The pump was eventually weaned and explanted. No patient harm has been reported.